Manufacturer narrative:
Initial MDR 1899740 - device 3 of 25.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-may-2024, it was reported that on 29-dec-2023, the patient experienced that the infusion set cannula was bent and issue occured with estimated twenty-five infusion sets. Within 3 or more hours of thigh insertion customer noticed symptoms. At the time of issue blood glucose was estimated 350 mg/dl. Additionally, location site was regularly rotated, and the infusion set was used for estimated 24-48 hours. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available